Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: -patient allegedly experienced pieces of v-go needles breaking off in tissue and skin. -patient alleges device malfunction. -device was returned for technical review. -engineering report points to possible user error.

Event description:
Diabetic pt. Using vgo 40 since (B)(6) 2016 reported to valeritas customer care pieces of needle from 6 vgos broke off in her tissue with itching, needle pain, and red spots around needle sites. Ae assessor spoke with pt. For further investigation of case. Pt. Alleges has had slivers of the needles from 6 vgo needles break off in her tissues over the 4 months she has used vgo. The slivers of the needle come to the surface of her skin in a blister on her abdomen within 2 weeks. She removes the slivers either by picking them out or with tweezers. Pt. Reports more needle pain upon insertion, burning including burning with bolus dosing lasting 5-10 seconds, with the needles that she alleges break in her tissue. -likely contributing cause for the needle pt. Alleges are breaking with slivers coming to the surface of her skin with 6 vgos is unknown. -likely contributing cause for the burning pain is unknown. Pt. Is sending the slivers back taped to an index card for technical review and the vgos. Pt. Reports itching, red rash at vgo site and red spots with tenderness about the size of a pencil around needle sites that last about 2 weeks. Pre-vgo pt. Developed redness with adhesive and could only use paper tape for medical needs. Pt. Reports using barrier wipes and the redness has decreased and improved. Adhesive is medical grade and hypoallergenic but some pts. May still have a reaction. This case will be closed without further follow-up from ae assessor.